Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water leakage occurred due to failure of the scope socket. The definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue was confirmed. Additionally, it was observed that the locking mechanism and scope detection slide were failing which caused the front panel display to flash intermittently. It was also observed that 3 heatsink washers were missing. These malfunctions are also reportable. In addition, service found that there was rust on the top cover and on the heat spacer. There were small cracks on the front panel, there was a non-olympus lamp, and the switch was outdated. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the seal on the bottom processor tower where the scope plugs in is wearing out and causing a leak during the procedure. There was no patient or user injury reported due to the event.

Event description:
Additional information was received from the user facility regarding the reported event (the seal on the bottom processor tower where the scope plugs in is wearing out and causing a leak during the procedure): the procedures being performed were egds (esophagogastroduodenoscopies) and colonoscopies. The intended procedure was potentially prolonged for a few minutes due to decreased insufflation. The intended procedure was completed successfully. The patient's anesthesia or sedation was not extended. The customer confirmed that two events occurred. Another event was reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Information provided in b5.